Manufacturer narrative:
Reported event: an event regarding revision surgery involving an omnifit liner was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: no information was received for review with the clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, xrays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Surgeon removed a head and liner and replaced with a new head and liner. This was a right side. The patient's original hip was put in 1993 a the cup was revised in 1999.

Manufacturer narrative:
The other device listed in this report: cat. No.: 06-2805, c-taper cocr lfit head 28mm/+5, lot code: 45428701. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Pt. Did not release the product.

Event description:
Surgeon removed a head and liner and replaced with a new head and liner. This was a right side. The patient's original hip was put in in 1993 a the cup was revised in 1999.